Event description:
An ocd blood bank technical specialist reported on behalf of the customer that the ortho provue analyzer interpreted negative results as positive.

Manufacturer narrative:
An ocd blood bank technical specialist reported on behalf of the customer that the ortho provue analyzer interpreted negative results as positive. The customer complaint was confirmed by review of log files and photographic images taken at the time of testing. The analyzer posted condition codes during a/b/o and rh type testing indicating a discrepancy between forward and reverse groups of the mts a/b/d monoclonal and reverse grouping cards, preventing erroneous results from being reported. False positive results during antibody screen testing do not constitute a potential risk to patient health. Erroneous results were not reported as a result of this incident. However, false positive results occurred independent of test method. If an incident of this nature were to recur undetected, it could lead to erroneous results and possible transfusion of incompatible blood. Instrument malfunction could not be ruled out as a contributing factor.